Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device sent from floor with reported issue of low flow. Biomed had run calibration and device was passed calibration. This same reported issue occurred 2 weeks ago and at that time device also passed calibration. Transferred to ttm remote support for assistance.

Manufacturer narrative:
The device was not returned. The reported issue was unconfirmed. The root cause of the reported issue could not be determined. The device passed calibration. Biomed had run calibration and device was passed calibration. This same reported issue occurred 2 weeks ago and at that time device also passed calibration. A labeling/packaging review and DHR review is not required. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device sent from floor with reported issue of low flow. Biomed had run calibration and device was passed calibration. This same reported issue occurred 2 weeks ago and at that time device also passed calibration. Transferred to ttm remote support for assistance.